Event description:
The customer reported the left monitor failed to display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.